Event description:
A report was received that the patient's pocket incision was opening up. The physician believes it was due to original poor placement of the battery, given that the patient has thin skin. The patient was prescribed oral antibiotics. The patient was explanted of the entire system due to infection. There were no signs or symptoms of infection. The patient is reportedly doing well following the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.